Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with 7cm x 5cm ore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat as abdominal aortic fenestration. A microport abdominal aortic stent was implanted firstly. The viabahn device was advanced to renal artery. When pulling the deployment line, it got stuck. After adjusting and rotating catheter, it didn't work. The deployment line was broken during further deployment. The stent wasn't expanded. Then the physician tried to withdraw the viabahn device out of patient. During removal, the stent was expanded and fell into abdominal artery. A snare was utilized to retrieve the stent. Another viabahn device was used to complete the procedure. The patient didn't experience any adverse reaction.

Manufacturer narrative:
H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The reported primary failure mode, related to partial deployment due to a broken deployment line, was unable to be independently confirmed during neither the clinical imaging evaluation nor the engineering evaluation due to the endoprosthesis not being returned and differences between conditions seen in vivo and those seen in the laboratory. However, the engineering evaluation findings of a portion of the deployment line being returned and a broken fiber of the deployment line are consistent with the reported failure mode of a broken deployment line. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the reported primary device failure mode. The reported secondary failure mode, related to unintended device deployment during withdrawal, was unable to be independently confirmed during engineering evaluation due to the endoprosthesis not being returned. The clinical imaging evaluation noted that one of the clinical images may show a partially deployed stent, as reported; the evaluation also noted the other clinical image to show the presence of a snare and deployed stent. As reported, after the deployment line broke and the stent failed to expand, the physician tried to withdraw the device out of the patient; during removal, the stent was expanded and fell into the abdominal artery. The root cause for this reported secondary failure mode could not be established with the available information. The returned device exhibited several forms of damage (e.g. Damaged proximal transition notch, multiple kinks, twisted distal shaft). The cause for these damages could not be determined, but they are consistent with an unknown device interaction during withdrawal or manipulation of the device during or following the procedure.